Event description:
It was reported that when the test lead was removed from the insert needle, the outer wire became unwound. Three days later it was reported that the middle wire would not pull out. The reporter ended up removing the entire wire and when she pulled harder on it, the outer lead unthreaded.

Manufacturer narrative:
(B)(4).